Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record or the complaint database could not be performed as no lot number was provided. Should the device return for evaluation the complaint investigation will be re-opened.

Event description:
The account alleges a patient came into the emergency room because a clamp on the dialysis catheter had broken. A temporary clamp was placed in by the emergency room. The patient was then transferred to interventional radiology to have the broken clamp replaced. The catheter was successfully repaired. No additional patient consequence to report.

Manufacturer narrative:
G2 added other "medwatch mw5172076".

Event description:
Medwatch mw5172076 received from the FDA reports that the patient was presented to the emergency room from a skilled nursing facility; dialysis was provided through a contract with a 3rd party; the patient had a catheter placed and the patient came in for a broken clamp on the limb, and had a temporary clamp in place, and went to the emergency department. An interventional radiologist replaced the broken clamp at bedside, cut the lumen off right behind the hub, used the repair kit, replaced the catheter limb with a repair kit the next day, and the catheter was repaired. Specific information about the repair procedure was not provide, but there was no need for both limbs to be repaired since it was the clamp part from the catheter that was repaired. The venous limb of the catheter was the side where the clamp was repaired. There was no documentation to indicate the catheter had been repaired or altered again after that date. Connections were tight and were checked. The catheter was in use for several months after the repair. There was no reported patient outcome. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)